Manufacturer narrative:
Device was received with a cracked case behind the pump at the battery compartment and cracked battery tube threads. Device passed the displacement test. All buttons functioning properly. However, hardware low level failures error alarmed during self test and was confirmed in the formatted history file due to cold solder joint at pin keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad issue. The customer¿s blood glucose level was 7.2 mmol/l. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced as per troubleshooting. The insulin pump will be returned for analysis